Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0309690v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was replaced in (B)(6) 2015 due to battery depletion and one of her leads was "destroyed." It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim.